Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The second event occurred on (B) (6) 2010. The customer's mother declined to perform troubleshooting. The customer's mother stated that the customer's blood glucose does lower after bolus deliveries. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.